Manufacturer narrative:
Citation: chen x j bioprosthetic pulmonary valve replacement: contemporary analysis of a large, single-center series of 170 cases. T horac cardiovasc surg. 2013 dec;146(6):1461-6. Doi: 10.1016/j.jtcvs.2012.09.081. Epub (B)(6) 2012. Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature on contemporary analysis of a large, single-center series of 170 cases with bioprosthetic pulmonary valve replacement. All data were collected from a single center between 1992 and 2008. The study population included 167 patients who underwent 170 pulmonary valve replacement-73 stented porcine and 97 bovine pericardial valves. Within the 73 stented porcine valves group of patients(predominantly female; median age 19 years), an unknown number of patients were implanted with medtronic hancock bio-prosthesis. The serial numbers were not provided. Among all patients, two deaths occurred within 30 days of surgery; one patient died on postoperative day 1 due to cardiac arrest and another patient died on postoperative day 27 due to unknown cause. Two additional late deaths occurred at 5.6 years and almost 9 years postoperatively due to unspecified reasons. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients adverse events included: severe pulmonary stenosis, moderate pulmonary regurgitation, re-interventions in-form of balloon valvuloplasties, pulmonary arterioplasty, stent placement and re-operations for endocarditis, ventricular dilatation, right ventricle dysfunction, tricuspid regurgitation, cardiac arrest. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
Additional information received from the physician who reported that "we do not have information specific enough to link a specific device to a death". The physician also reported that pulmonary stenosis and regurgitation are considered to be a "expected natural history of bioprosthetic valve". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature on contemporary analysis of a large, single-center series of 170 cases with bioprosthetic pulmonary valve replacement. All data were collected from a single center between 1992 and 2008. The study population included 167 patients who underwent 170 pulmonary valve replacement-73 stented porcine and 97 bovine pericardial valves. Within the 73 stented porcine valves group of patients(predominantly female; median age 19 years), an unknown number of patients were implanted with medtronic hancock bio-prosthesis. The serial numbers were not provided. Among all patients, two deaths occurred within 30 days of surgery; one patient died on postoperative day 1 due to cardiac arrest and another patient died on postoperative day 27 due to unknown cause. Two additional late deaths occurred at 5.6 years and almost 9 years postoperatively due to unspecified reasons. Based on the available information, medtronic product did not cause or contribute to these deaths. Additional information received from the physician who reported that "we do not have information specific enough to link a specific device to a death" among all patients adverse events included: severe pulmonary stenosis, moderate pulmonary regurgitation, re-interventions in-form of balloon valvuloplasties, pulmonary arterioplasty, stent placement and re-operations for endocarditis, ventricular dilatation, right ventricle dysfunction, tricuspid regurgitation, cardiac arrest. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. Additional information received from the physician who stated that pulmonary stenosis and regurgitation are considered to be a "expected natural history of bioprosthetic valve". No additional adverse patient effects or product performance problems were reported.